Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, and the damage appeared to be use related. The product returned for evaluation was two 2fr perqcath catheters. Both samples had been previously marked ¿1¿ and ¿2¿ and blood-like residue was observed on sample ¿1¿. This report addresses sample "1". A visual examination did not reveal the alleged leakage sites but a functional test confirmed fluid leakage on both samples. Sample ¿1¿ contained six leak sites, all between the 2cm and 8cm depth markings. Sample ¿2¿ contained two leak sites between the 0cm and 2cm depth markings. All leakage points were smaller than 1mm and difficult to see without the aid of a microscope. Microscopic examination of the leak sites revealed multiple pinholes on both samples. The fracture edges were rough and granular. The catheters were then cut longitudinally to examine the leak site from the inner catheter surfaces. The interior damage was more extensive than that observed on the catheter exterior and multiple linear gouges were seen on the interior surfaces. The greater extent of damage on the inner lumen wall indicated that the catheter was damaged from within. The observed damage is consistent with the tubing being damaged by the stiffening stylet. This type of damage can occur if the catheter is compressed over the stylet or if the stylet is forcefully removed from the PICC. The product IFU cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ a lot history review (lhr) of rezj1749 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rezj1749) have been reported from one (B)(6) facility.

Event description:
It was reported that after inserting the catheter in the patient, leakage was found from the catheter while monitoring the patient. This file is for the first event reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezj1749 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rezj1749) have been reported from one (B)(6) facility.

Event description:
It was reported that after inserting the catheter in the patient, leakage was found from the catheter while monitoring the patient. This file is for the first event reported.